Event description:
Catheter inserted in the hand when nurse was removing dressing, she had to use scissors to remove the dressing. The catheter was found to be sheared and had migrated to the forearm. A cutdown procedure was performed and the catheter fragment was successfully removed.